Event description:
It was reported that post-coronary stenting drug eluting treatment procedure, the stent thrombosis occurred. Prior to the index procedure, the patient presented with recent myocardial infarction (mi) and was emergently taken for intervention. The de novo, 100% occluded target lesion was located in the proximal to mid right coronary artery (rca). The vessel diameter was 3.0mm and a tortuous pass was reported just proximal to the lesion. The area was pre-dilated with an unspecified 2.5x15mm balloon at 10 atms. Then a taxus liberte paclitaxel-eluting coronary stent 3.0x32mm was advanced and deployed at the target lesion at 14 atms for 30 seconds. The physician reported good stent apposition and timi flow 3. Medications prior to the procedure were renivace 2.5mg/day, artist 2.5mg/day and crestor 2.5mg/day. Medications administered post-procedure were aspirin 200mg/day and clopidogrel 75mg/day. Sixteen days post-procedure, follow-up angiography was performed, and it was noted the taxus stent implanted in the rca was completely occluded in the proximal portion of the stent. Additionally, unstable plaque was noted in the mid rca (not a stent site). The physician felt the unstable plaque was "ruptured and thrombosis formed". The thrombus was treated with a non-bsc aspiration catheter, and then the lesion was dilated with a non-bsc balloon and a non-bsc stent 3.0x28mm was deployed in the proximal to mid rca. The physician confirmed timi flow 3 and the procedure was completed.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.